Manufacturer narrative:
(B)(6). The lot was manufactured february 6, 2018 - february 7, 2018. The actual samples were not available; however, photographs of the four (4) samples were provided for evaluation. Visual inspection of the photographs revealed that the bladders of all four samples were ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of four (4) small volume intermates ruptured vertically during filling with 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.